Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the device was disinfected using phtharal during reprocessing following a diagnostic cystoscopy procedure. The procedure was completed using the same olympus cysto-nephro videoscope. According to the customer, the use of phtharal was associated with a recent transition from the cysto-nephro fiberscope to the cysto-nephro videoscope, which resulted in an increased volume of examinations. Previously, sterilization alone was sufficient; however, due to the increased procedure volume, the facility modified its reprocessing workflow to include disinfection using the endoclens system installed in the endoscopy room. The customer indicated that the staff were unaware that the disinfectant solution used in the endoclens system contained phtharal. No patient injury was reported.